Event description:
It was reported that during a low anterior resection procedure, the clip was not formed properly and fell out at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.